Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer's blood glucose was around 300 mg/dl at bedtime. The customer treated, and at about midnight, the paramedics were called as the customer was unconscious. After being stabilized, the customer had a meal, and later experienced low blood glucose levels, even though she did not bolus for the meal. The customer's blood glucose reading was 56 mg/dl at the time of admission. It was also stated that the customer was taking migraine medication and saffron. Advised the caller that a usb cable would be sent to her so that the insulin pump could be uploaded to carelink. Advised to call back once the cable is received. Nothing further was reported.